Manufacturer narrative:
(B)(4). Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 14 venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: "it's the same problem as earlier complaints from the same customer. Fluid was administered via the port. Then it started bleeding from the port with high pressure. Blood leaking from the port. The customer can see that the grey "thing" under the port has been moved. This is the complaint number 14 from the same customer, with the same problem. No samples available this time. Aeq included in pir."